Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, after undergoing left hip resurfacing (bhr) on (B)(6) 2007 due to degenerative arthritis, the patient presented with an hypertrophic and heavily scarred trochanteric bursa. This event was treated with a revision surgery on (B)(6) 2023, during which conversion to tha was conducted. The resurfacing head was removed and replaced with a 28mm oxinium femoral head in combination with a 56mmx50mm dual mobility liner and a size 4 polarstem femoral component. The 56mm bhr acetabular cup was well-fixed and therefore retained. The patient was then taken to pacu in stable condition.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to an hypertrophic and heavily scarred trochanteric bursa. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The clinical root cause could not be determined. However, we cannot rule out the patient¿s history of traumatic injuries, heterotopic bone, extensive scar tissue and ¿increased¿ anteversion as a contributory factors to the patient¿s reported pain. It should be noted that based on the provided referenced values, the patient¿s metal ion levels prior to the revision were within the parameters of the referenced values. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.